Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023.

Event description:
It was reported that the patient was having difficulty charging due to ipg migration. It was also noted that the patient experienced inadequate stimulation. The patient underwent a pocket revision and the device remains implanted. The patient was doing well postoperatively.